Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain in acetabulum. Poly wear was also reported. Update dec 05, 2017: pfs and medical records received. After the review of medical records for MDR reportability, laboratory result shows metal ion levels were above 7ppb. There is no new pfs allegation that can be added for this complaint. This complaint was updated on: december 29, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.